Event description:
It was reported the customers pump would not turn on. During trobleshootiung it was discovered customer had placed pump into storage mode. Reportedly the customer continued to use pump for insulin therapy. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer exercised and drank water to address bg.